Event description:
Hamilton medical ag received the following event description: during preventive maintenance, flow sensor calibration failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) according to the complaint description, during preventive maintenance, the flow sensor calibration failed. Importantly, no patient was involved. The flow sensor calibration is usually performed before patient use and is a required process to establish its accuracy. This calibration ensures that the ventilator can accurately measure the airflow and airway pressure being delivered to the patient and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the sensor is functioning as expected. Devices always need to undergo self-test and calibration before usage. If the flow sensor calibration failure alarm is ignored, the device would continuously alarm when used. If the test is not performed at all (which is against instruction in IFU) there is a potential that the measurement/values shown are not fully accurate. In conclusion, a failed flow sensor calibration should not be viewed as a malfunction or a critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. A replacement inspiratory valve and sensor board were provided to the customer to address the issue. As no further communication or complaints were received, it is assumed that the issue has been resolved. Hamilton medical considers this case closed.